Event description:
It was reported that this patient received an inappropriate electric shock from the cardiac resynchronization therapy defibrillator (crt-d) system. It was noted that this was due to oversensing of noise on this right ventricular (rv) lead. There was an acute rise in rv pacing impedance values. It was determined that this was caused by a fracture in the rv lead. A revision procedure was performed where this rv lead was surgically abandoned and replaced with a new non-boston scientific lead. The crt-d was replaced at this time at the physician's discretion in order to provide extended battery life. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).